Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump kept alarming no delivery when she was trying to change set. Customer had tried resolving the issues and had changed the reservoir and infusion set twice and anomaly persisted. Troubleshooting was performed and issues was resolved by disconnect and reconnecting the reservoir and infusion set. Customer is returning a reservoir for further analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.